Manufacturer narrative:
Block b3: exact date unknown, event occurred few weeks prior to the date the manufacturer became aware. Investigation results: the devices were not returned for analysis; therefore, a technical analysis could not be performed. The physician confirmed that the infection was not device related and was due to patients improper wound care following the surgery. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient developed an infection at the pocket site shortly after the implant procedure. Symptoms of chills and fever were noted. The physician confirmed that the infection was not device related and was due to patient's improper wound care following the surgery. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively. All device components were removed and kept by the medical facility. *culture was taken and result was unavailable.

Event description:
It was reported that the patient developed an infection at the pocket site shortly after the implant procedure. Symptoms of chills and fever were noted. The physician confirmed that the infection was not device related and was due to patients improper wound care following the surgery. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively. All device components were removed and kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few weeks prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50, serial number: (B)(6), batch/lot number: 7090992, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 37746975, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).